Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-august-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the incubator bearings were frozen. The fse replaced and cleaned the incubator and reset the alignments but still received the emergency rotor error. The incubator home sensor was not working. The fse replaced the incubator then verified alignments. The fse cleaned and lubricated all mechanicals. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to frozen incubator bearings.

Event description:
On (B)(6) 2016, a customer reported an incubator jam with the aia-600ii analyzer. The customer rebooted but the error persisted. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.